Manufacturer narrative:
The lab decided to retest all positive samples on both racks using a different testing system, and only 3 retested as positive. Hologic technical support (ts) reviewed logs and confirmed one rack had a high quantity of positive results, indicating the rack may have been contaminated or samples were mishandled. Hologic product applications specialist (pas) reviewed logs, found no instrument or reagent preparation issues, and agreed with ts's findings. Ts relayed pas review to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 289484 on panther instrument sn (B)(4) which had a high amount of positive samples. The wl in question had 31 positives out of 241 samples, and customer was using uncapped workflow. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive results were reported out, but there were no associated/reported adverse events as patients did not receive any treatment.